Event description:
It was reported that the patient is having difficulty inflating his current inflatable penile prosthesis (ipp) device. When the patient was seen in the clinic it was observed that the pump moves fluid into the cylinders, but the fluid then appears to drain back into the pump/reservoir almost immediately. The cylinders will start to inflate but then will deflate spontaneously just as quickly. A revision surgery has been booked. The plan is to explant all components and implant an entirely new device.

Event description:
It was reported that the patient is having difficulty inflating his current inflatable penile prosthesis (ipp) device. When the patient was seen in the clinic it was observed that the pump moves fluid into the cylinders, but the fluid then appears to drain back into the pump/reservoir almost immediately. The cylinders will start to inflate but then will deflate spontaneously just as quickly. A revision surgery has been booked. The plan is to explant all components and implant an entirely new device. It was further reported that the device was explanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of inflation issues was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.